Manufacturer narrative:
It was reported that patient vomited and fractured stent was spitted out as well after 4 months since stent had been implanted based on procedure description. No special thing was found from the device history records and it successfully passed criteria of manufacturing and inspection. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenal & pyloric structure where stent was implanted is curvy and has active peristalsis. And patient had a cancer with pyloric stenosis. Therefore, stent could have been pressured more. However, the part of fractured stent was discarded in the hospital and rest of it was not removed from the patient, so it is impossible to collect. It is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure and post-procedure. It is considered fracture of stent was occurred by patient's lesion status, peristalsis of organs, and stenosis. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to u.s FDA and it has not been shipped into the u.s.

Event description:
(B)(6) 2015 - (specific date unknown): dct2010bp was applied to a patient with pyloric stenosis( with flared end out to stomach). Implantation itself went successful. (B)(6) 2015 -(specific date unknown): patient claimed for a sense of discomfort and ended up vomiting. Fractured stent was also spit out together. (Fractured part: about 5cm in length) after stent fracture incident, remaining stent was confirmed to have maintained patency and nothing obstructed the passage of food. (B)(6) 2015 - (specific date unknown): since middle of dec, restenosis was doubted and later confirmed as passage of food was obstructed. After conducted further hearings, distributor confirmed below: 1: fractured part: 5cm implanted from stomach to pylorus (including flared part). 2: restenosis occurred at the fractured part without stent (tumor growth). 3: level of peristaltic activity after implantation: